Event description:
Pt contacted depuy spine stating that they were looking for compensation for a potenial explant of a charite disc. The pt was implanted during clinical trial in 2001. Two years out the pt was reported to have been doing fine with the disc the pt claims that they now have pain and that the implant has migrated requiring surgical intervention.